Manufacturer narrative:
No device returned. The cause of the reported event could not be conclusively determined. However, based on similar reported events, the operator's technique could not be ruled out as a contributing factor to the reported event. The instruction manual provides several warning and caution statements in an effort to mitigate equipment damage and harm to the patient which states: verify that the disposable applicator is properly set for firing by checking the index trigger position as follows. When selecting a firing position, rotate index lever until a positive stop is felt. Extend the tongs and grasp the fallopian tube by moving the operating slide towards the distal end of the applicator. Carefully inspect applicator tongs prior to use. Do not use if tongs are out of alignment or damaged, as patient injury can result. Always grasp the fallopian tube with the shorter inferior tong positioned on the bottom to avoid injury to the tube. The silicone elastomer and barium sulfate used in the manufacture of the falope-ring band are generally regarded as safe materials for human implantation. Although no adverse toxic or tumorigenic effects due to the device or its materials have been reported, the effects of long-term implantation are unknown.¿

Event description:
Olympus was informed that towards the end of a tubal ligation procedure, the device failed to be deployed onto patient¿s right tube. The device was then observed to be missing from the applicator and was found to be floating inside the abdominal cavity. The user facility further reported that the device was not retrieved from the patient due to condition of the patient¿s tissue (dense and extensive adhesions). The right tube was then cut and cauterized. There was no patient adverse impact reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the physical evaluation. Two falope-ring bands and 1 dilator were returned opened package and without its original box. A visual inspection of the bands under a microscope found no abnormalities or damage on the appearance. Each ring band outer diameter was measured approximately 0.157 inch which meets its specification. The dilator is also in good condition. Both ring bands were loaded onto the dilator and inner tube of the applicator, and fit properly. The ring bands deployed and attached to a test sample without any issue. Based on physical evaluation, the reported complaint could not be confirmed. The returned ring bands met specification, and work as designed. Additionally, the description section of the instruction manual states, "the radiopaque band is 4mm in diameter wide with a 1mm bore." A review of the DHR for this product has been conducted. All records indicate that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria.